Event description:
A site rep reported that while in a spine revision case, the surgeon thought he was about 3-4mm off in the medial direction with the s7 and o-arm. The surgeon was navigating with the passive planar blunt and was trying to find a hole from a previous surgery. The site did not believe that the frame had moved. They were navigating the level below where the reference frame was positioned. They did another spin to see if that would resolve the issue and found it did not change. The surgeon continued the surgery with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
Investigation currently in progress.